Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (not powering on/unable to charge batteries) was confirmed. Upon investigation the charger was resetting and unable to charge a battery pack. The charger exhibited a failure at pld component u1003 and pxa component u104 on the c/a board. Additionally, contamination was discovered on the battery pca and the interconnect cable, and that q1 resistor was internally shorted. The root cause for u104 and u1003 failure and the shorted q1 transistor could not be positively identified. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective battery charger/modem.

Event description:
A us distributor reported that a patient's battery charger was not properly powering up and not able to charge the batteries.